Event description:
It was reported that during a lead implant procedure, helix could not be extended which was attempted multiple times and unable to extend. A new lead was implanted and procedure was completed with any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.